Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left forearm shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 10 atmospheres for 60 seconds. The device was removed without any issue and the procedure was completed with another of same device. No complications were reported and patient was in good condition post procedure.